Manufacturer narrative:
Updates: additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. The quality records indicate that these components met all requirements to perform as intended. Visual examination: the durom acetabular component shows damage from the revision surgery such as nicks slight scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. On the inner surface of the head adapter surface changes due to fretting corrosion could be found slightly polished-like areas are visible on the porous coating of the durom acetabular component the result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile. Therefore, zimmer (B)(4)considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 code p on unknown side on (B)(6) 2009. The patient was revised on (B)(6) 2015 due to pain.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification (B)(4) . Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4) .